Manufacturer narrative:
A3a-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, device serial number, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, tamponade is listed as a potential adverse event with use of the glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 24nov2018) ¿safety and efficacy of transvenous lead extraction with a high-frequency excimer laser a single center experience¿. The study retrospectively aimed to compare the safety and efficacy of the low- and high-frequency laser sheaths for lead extractions in japanese institutions. A total of 418 leads in 215 patients were enrolled in the study between may 2013 and april 2018. All extractions were sequentially completed with spectranetics glidelight laser sheaths. Procedural complications included 1 patient who experienced cardiac tamponade due to a laceration of the superior vena cava (svc) wall, requiring thoracotomy. One (1) patient experienced shock of unidentified etiology, which occurred after discontinuation of the extraction procedure because of breakage of the target lead (MDR # 3007284006-2026-00319). Additionally, there were two cases of cardiac tamponade. The first case occurred in a 62-year-old patient with an infected dual-chamber ICD 122 months after implantation. Just after extraction of the atrial lead positioned in the right atrial appendage followed by successful extraction of the implantable cardioverter-defibrillator (ICD) lead, the patient¿s atrial blood pressure suddenly fell and a pericardial effusion was detected using intracardiac echocardiography (ice), resulting in thoracotomy (MDR # 3007284006-2026-00320). The second case occurred in a 69-year-old patient with an infected dual chamber pacemaker 79 months after implantation. Ice demonstrated cardiac tamponade just after extraction of the atrial lead, which was situated in the right atrial appendage, resulting in thoracotomy (MDR # 3007284006-2026-00321). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 24nov2018 has been used, the date of publication. Yoshitake, takakatsu, goya, masahiko, sasaki, takeshi, shiohira, shinya, sekigawa, masahiro, shirai, yasuhiro, lee, kiko, yagishita, atsuhiko, maeda, shingo, takahashi, yoshihide, kawabata, mihoko, hirao, kenzo. 2018. Safety and efficacy of transvenous lead extraction with a high-frequency excimer laser a single center experience circulation journal, 82(12): 2992-2997. This report captures the serious injury that occurred in the 69-year-old patient after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.